Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion, the indicated failure mode for stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper pop off based on the retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA 1875009 has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10

Event description:
It was reported that 50 bd vacutainer® serum blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: " the issue is that the stoppers pop off whether using the system closed or opened. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 50 bd vacutainer® serum blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: " the issue is that the stoppers pop off whether using the system closed or opened. "